Event description:
It was reported that the device was used during an low anterior resection procedure. The device fired an incomplete staple line. Surgeon hand sutured the complete the case. There were no consequences to the patient.